Event description:
The customer reported the display would intermittently go black. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the battery pack and calibrated the battery charger. System operates as intended. This MDR is related to ge healthcare complaint.